Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that impedances measured intra-operatively during a surgical revision were greater than 40,000 ohms. Prior to the revision, impedances were reportedly "good". Electrodes 9, 10 and 15 were greater than 10,000 ohms as well as 20,000 ohms. Subsequent testing done at 3v showed all impedances were greater than 40,000 ohms. The lead was re-seated several times with ¿varying results¿. ¿the best was electrodes 10 and 15 out of range¿ and then it reverted to 9, 10, 14 and 15. It was noted that the healthcare provider (hcp) put the implantable neurostimulator (ins) in the pocket without the leads prior to connecting. The reporter believed this introduced fluid into the connector block and if the lead tested "good" they were going to consider replacing the ins. After testing with a torque, the result ended up with electrodes 10 and 15 being out of range. The reporter indicated that they were going to leave it as it was. Three days later, it was reported that some of the impedances resolved but 2 electrodes still had high impedances in recovery. These electrodes were not used in his initial programming. The patient had not been seen for reprogramming. If additional information becomes available, a follow-up report will be made available.